Event description:
It was reported that, this old implantable lead with no model nor serial number available, was explanted and replaced due to high impedances and no capture when pacing at higher outputs. No additional adverse patient effects were reported.